Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and the display was blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump was dropped and there was a crack and noticed corrosion in the battery compartment. The customer reported that the right hand lower face of the pump was damaged. The customer reported that a couple of times had trouble pairing up and pump will be blank. The customer reported that the spring was corroded. Troubleshooting determined that the pump will be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had blank display due to missing battery tube spring. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with corroded battery tube, minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case and cracked keypad overlay.